Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer's father reported via phone call that insulin pump had top of the reservoir chamber was cracked and chipped. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.